Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that that when interacting with the keypad on the pump touch screen, the number zero was unresponsive. Customer's blood glucose was 346 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.